Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned optical signal issue: the data logs show no psnr alarms. Clinical reported intermittent elevated placement signal values which resolved once after patient received pbrc and blood drained from chest tube. The logs confirm elevated placement signal readings and show noisy motor current with stable 5s parameters. A closer look at the logs revealed the first instance of elevated placement signal, during the chest washout, had pap and cvp elevate to 100s to 200s. The second instance occurred at about 4am when patient was being cleaned and repositioned. Similar pattern was observed however cvp and pap spiked higher and was elevated for a longer duration. It is likely that the chest washout contributed to the incident occurrence and also likely that other devices such as crrt and a pa catheter could have interfered with the pump sensor causing elevated readings. No targeted troubleshooting efforts were reported. The cause of the issue could not be definitively determined as no product was returned and limited information was provided major bleed: the cause of the injury was not determined due to insufficient clinical details. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Sepsis: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot number: 1901669. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Investigation team reviewed the complaint and from this review noted coding updates to align with voice of the customer as tachycardia as captured in the event description (per the initial report). Consequently, h6: health effect-clinical and impact coding was updated, repopulated. Medical safety review was completed and noted the following: the event describes bipella support provided to a patient in a decompensating state. There were complications noted with the impellas and the patient expired while on the impella cp device. The rp flex was explanted approximately one hour or so prior to the demise. Impellas events is a serious injury and should be reported. However, with the impella cp, there is not enough to dissociate the device from the demise outcome. In this case, however, the patient's underlying condition likely contributed most to the demise outcome. The patient started in a decompensating state and never fully recovered. The family eventually decided to withdraw care from the patient which appears to have led to the demise outcome. Medical safety officer reviewed the event and noted the same in the second impella cp device cannot be dissociated for the outcome and impella rp flex is a serious injury type of reportable event. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock was implanted with impella cp and impella rp flex devices for bipella mechanical circulatory support (mcs). The patient underwent minimally invasive mitral valve replacement one day prior and had a turbulent postoperative course w/ marked bleeding and hypotension. After bipella implants, the patient was taken to the unit on mcs. Upon transport to the unit, the patient became increasingly hypotensive (mean arterial pressure was approximately 50). Drips were increased to the following doses: epinephrine 0.6 mcg/kg/min, norepinephrine 1 mcg/kg/min, dobutamine 7.5 mcg/kg/min, and vasopressin 0.03 units/min. Milrinone was discontinued. After drip changes and 250 albumin, mean arterial pressure improved to greater than 65. The patient continued bipella support. Continuous renal replacement therapy (crrt) was planned to improve acidosis. Approximately three days later, the impella cp alarmed position in the aorta and was support level was decreased to p-3. Continuing support and now four days thereafter, the heparin drip (which was only at <100units/hr.) Had been off since one day prior. However, activated clotting time continued to trend up, with current result ¿out of range high.¿ treatment rendered. Echo was done yesterday showing improvement in right ventricle function and no right ventricle distension. Impella position adequate and left ventricle function still decreased. Crrt continued with fluid removal as tolerated, and a tube feeding was started. The next day, approximately eight days after start of the bipella support, the impella rp flex placement signal was noted to be elevated (100s/20s). However, there was no change in purge flow, purge pressure, motor current or pump flow. The nurse noted the patient had received two units of packed red blood cells, fresh frozen plasma, platelets, and cryoprecipitate after draining 170ml blood from chest tube (it cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient). A repeat chest x-ray and echocardiogram were completed and showed no change in position from previous placement. Activated clotting time (act) was down to 182 following blood products administration. Discussion was made with the physician, and the plan was just to monitor cp/rp numbers and hemodynamics and continue current treatment. Within about an hour, waveforms returned to baseline. Then early morning following the patient being cleaned up and repositioned, the impella rp flex waveforms again elevated (140s/30s). There was no change in pump flow, purge pressure of flow, or motor current, but placement signal pressure remained elevated. Repeat chest x-ray showed no change in position of rp flex. Act 180 (no systemic anticoagulation at this time). The physician was notified, and plan remained to continue current support and monitor acts every 2 hours. Act was noted to have remained greater than 160 seconds. The following day, it was noted the rp flex waveforms returned to baseline. The patient remains on mechanical ventilation. The plan noted was to continue current treatment and recheck echocardiogram the following day and possibly wean the impella as tolerated. With sedation on hold, the patient had not awakened; however, the patient experienced tachycardia and blood pressure and reap rate increased. Therefore, fentanyl was restarted. In the afternoon continuous renal replacement therapy was stopped with no plans to restart. The next day, lactate trended up to 6.7. Sedation was off and the patient¿s pupils are reactive. However, the patient has remained unresponsive, with no gag or cough. Dobutamine still at 5 with no other drips. The following day lactate was noted still increased, and it was believed to be possibly sepsis. The impella rp flex was weaned and explanted this morning. The impella cp was weaned down to support level p-4 and with possible plans to explant later. However, the patient would expire within the next hour as care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella rp flex report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.